Event description:
End users daughter reported that her mother fell to the ground while in the 9805p hydraulic lift. Daughter stated that when she turned around to move the wheelchair, after placing her mother in the lift, her mother was on the ground. The lift had slowly lowered the user, was not holding her weight. There was no alleged injury to the user.